Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a the manufacturing representative (rep). It was reported that patient believes the ins being warm was due to laying on the recharger while charging. Patient now charges the battery while sitting up in a chair. The issue has been resolved at this time. This information has been confirmed by physician/ account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was hot. They noted that it was really warm around the ins and they had to ice the area before and after charging to make it feel better. They laid down in bed to charge and had been turning the stimulation off prior to recharging so that it didn't get as warm. They indicated that the site felt warm all the time and they speculated that they didn't know if it could be infected. The patient's surgery was two months ago and they had gone back for a check-up and everything was fine- no other symptoms were reported other than the warmth at the ins site. When asked if the warmth became worse during recharging the caller reported that they assumed it did given that the patient had to ice the area at that time. No further complications reported.